Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use at the time the event occurred. A philips field service engineer inspected the system onsite and confirmed that when the echo navigator was connected to the x-ray system, the echonavigator images would not display on the system monitor. The issue was found at the level of the echo navigator. The engineer resolved the issue by modifying some parameters in the ultra sound system. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An echo navigator is a supporting tool that can be used in conjunction with the x-ray system. Supporting tools extend the functionality of compatible x-ray equipment. In this case, the echo navigator images could not be displayed. The echo navigator intended use and risk profile describe an imaging tool not essential for a procedure. A procedure can always be performed and completed without an echo navigator. Therefore, the unavailability of a supporting tool is not likely to cause or contribute to a serious injury or death if it were to recur.

Event description:
It has been reported to philips that the image was not on the full screen of the allura xper fd10/10 system. No harm has been reported. Philips has started an investigation of the complaint.